Event description:
It was reported that pump malfunction occurred after pump became wet and displayed malfunction code that could not be reset. It was reported that the customer experienced an elevated blood glucose (bg) level of 580 mg/dl. The customer had not addressed the elevated bg at the time of report. Customer will rely on multiple daily injections as backup insulin therapy.